Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, st segment elevation was observed on surface electrocardiogram monitoring after ablation of the pulmonary vein isolations and the posterior wall. A cardiac catheterization with coronary angiography was performed due to the st segment elevation, and no coronary occlusion or blockage was observed so no stent was needed. A repeat potassium laboratory test showed hyperkalemia, with potassium increasing from 4.5 prior to the procedure to 6.9 during the procedure. The case was completed, and the patient stayed overnight in the intensive care unit for monitoring, extending hospitalization. No further patient complications have been reported as a result of this event.